Manufacturer narrative:
A4-a6: unk h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo 13.7 implantable collamer lens of diopter -15.0/3.5/112 (sphere/cylinder/axis) as a replacement lens into the patient's right eye (od) on (B)(6) 2024. Reportedly, "the status of the eye: dilated pupil od, edema od, sore od." The lens remains implanted. The cause of the event was reported as unknown.